Manufacturer narrative:
This supplemental report is being submitted to provide a review of the service history record. Updated fields: h2, h6, h11. A review of the service history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause for the noisy image and no image could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: cause traced to electrical component failure. Based on the results of the investigation, a root cause for the white residue could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited image noise and no image; and white residue in the air/water channel. There was no patient involvement.